Event description:
On (B)(6) 2012, the following info was provided: during a gastroscopy procedure, a cook acusnare polypectomy snare soft was used. The user stated that the snare bent during procedure. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2012, the snare device was received for eval. We confirmed the bend is located in the drive wire at the handle end (and not the snare head), which could cause snare retraction difficulty during use. This has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The handle cannula within the handle had a severe bend preventing advancement of the snare. The handle cannula was straightened and functionality of the device was attempted. The snare would advance and retract from the distal end of the sheath. In addition, a kink was observed in the sheath approx 9 centimeters from the distal end of the device. No other anomalies were observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.